Event description:
It was reported that these implantable leads were explanted due to noise. These leads were out of service and replaced. No additional adverse patient effects were reported. Reference report mw5173138. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).